Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that CT of the sinus showed interval development of an area of hypoperfusion in the right frontal lobe involving the middle and inferior frontal gyri, most likely representing a subacute infarction involving the right middle cerebral artery territory. Patient then had CT angiography of head and neck. On (B)(6) 2018 neurology consult confirmed subacute right middle cerebral artery infarct, which looked like it was probably more than a few days old. The patient¿s national institutes of health stroke scale (nihss) was 3 but that was limited because the patient did not give full effort. Anticoagulation was continued as needed. Patient was discharged to sub acute rehab. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported ischemic stroke event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.